Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd), velocity delivery microcatheter (velocity), non-penumbra stent retriever and, penumbra system 3d revascularization device (psr3d). During the procedure, the physician made one pass using the jetd, velocity and the stent retriever. Next, a second pass was made using the jetd, velocity and, psr3d. While attempting to make a third pass, the physician experienced resistance inserting the velocity with the guidewire into the jetd. Subsequently, the velocity broke in half outside of the patient and, therefore, the velocity was removed. The procedure was completed using a new velocity with the same jetd and same stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the velocity was fractured approximately 55.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is forcefully advanced against resistance, the device may kink and subsequently fracture. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.